Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst indicated that there had been 526 short interval counts since the last session three days prior. Concomitant medical products: 6940-52 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead displayed short v-v intervals. Oversensing and noise were also noted. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.